Manufacturer narrative:
Investigation is still ongoing.

Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position, it was noticed that the esheath was split at the distal tip.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section e1, e3, g6, h6: component codes, type of investigation, investigation findings, and investigation conclusions. H10 has been updated. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and the following was observed: the device-related photo after the procedure revealed the distal tip to be torn, the distal tip appears to not have opened along the axial score line and stretching was also noted throughout the distal tip. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A manufacturing mitigation review was performed and inspections and tests support that it is unlikely a manufacturing non-conformance. The IFU provides guidance for delivery system removal: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath, vessel pre-dilation (as needed), completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon is locked, ensure the balloon is completely deflated, retract loader (if needed), pull the entire delivery system through the sheath and maintain guidewire position in the aorta. No IFU/training deficiencies were identified. A complaint history review is not required although "sheath distal tip torn" was confirmed and the issue has been previously identified in a product risk assessment (pra). A risk management documentation review was performed, and this event reports a sheath distal tip tear after removal from the patient that has not resulted in a patient harm , or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. A product risk assessment statement was previously initiated to investigate the cause and assess the risk associated with radial tip tearing on the esheath. The risks outlined in the pra remain the same; the pra documents the potential for "difficulty advancing delivery system through sheath, resulting in procedural delay, percutaneous intervention, surgical intervention", "difficulty removing sheath from access site, resulting in tissue damage (minor), procedural delay, percutaneous intervention", and "component separation, resulting in embolism", which did not occur during this event as no patient harm was reported. The complaint for "sheath distal tip torn" was confirmed per evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be identified during evaluation. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device unpacking or preparation. Per the complaint description, "it was noticed that the esheath was split at the distal tip". Per imaging evaluation, the sheath distal tip was torn and did appear to not open along the axial score line. The failure mode is characteristic of sheath tip tear events identified in a (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the complaint event. Additionally, it was reported, "the sheath tore upon removal of the delivery system through the sheath to exit the body." It is also possible that the sheath distal tip may have further tore during delivery system removal, especially if the devices were not coaxial or if the delivery system balloon was not completely deflated. A definitive root cause is unable to be determined at this time.